Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode and operative complication cannot be determined. Isi has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. An isi field service engineer (fse) investigated the system logs and found error 23075 indicating that a surgeon's hand may not have been touching the right master tool manipulator (mtm) while in following mode on surgeon side console (ssc) #2. The fse informed the customer of the finding however, it is unclear if the observed error 23075 is related to the alleged issue reported by the customer. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted duodenal switch procedure, the customer claimed that usm #4 had a jerking movement when the surgeon was not in control of the device. As a result of the jerking movement, an instrument installed on usm #4 tore the mesentery and caused bleeding. It is unknown what medical intervention, if any, was rendered due to the injury to the mesentery and bleeding. Additionally, the cause of the customer reported failure mode and operative complication are unknown.

Event description:
It was reported that during a da vinci-assisted duodenal switch procedure, the universal surgical manipulator (usm) #4 had a jerking movement two times when the surgeon was not in control of the device. During the second instance of the jerking movement, an unspecified instrument installed on usm #4 was retracting the mesentery. The jerking movement allegedly caused the mesentery to tear, resulting with bleeding. The severity of the injury to the mesentery and bleeding are unknown. The blood loss amount was not provided. In addition, it is unknown what medical intervention was rendered due to the intra-operative complications. It was confirmed that there were no drape restrictions or external forces causing the jerking movement. It was also confirmed that the arm was burped upon set up. There was procedure delay for approximately 15-30 minutes; however, the procedure was completed as planned. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.